Event description:
Contact reports post op films of primary l4-l5 tdr displayed optimal placement of charite prosthesis after insertion. Pt presented with back pain shortly after the initial surgery. Follow-up films revealed lack of sagittal balance at indicated level (kyphosis). Revision was performed to move the device anteriorly through posterior impaction, then add posterior fixation with pedicle screws to achieve correction of sagittal balance. As surgical intervention occurred an MDR is being filed to document this event.